Event description:
The advocate stated that the customer's blood glucose readings had been higher than usual. On the day of the call, the customer tested his glucose and received a reading of 203 mg/dl. The customer took insulin based on the reading. The advocate tested the customer's glucose while on the phone and received a reading of 33 mg/dl. The advocate stated that the customer felt dizzy, but she did not mention if he received any type of treatment. The advocate performed control tests while troubleshooting and all results were within the normal control range. Customer service still suggested the advocate return the test strips, but she declined. The meter will be returned for evaluation. A replacement meter was sent to the customer.